Event description:
During evaluation the pump¿s air-in-line printed circuit board was found to be out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 26, 2007. The condition of an out of calibration air-in-line printed circuit board was confirmed. The pump head module which contains the air-in-line printed circuit board was replaced. The device was returned to the customer fully operational.